Manufacturer narrative:
(B)(4). A field service engineer was dispatched to the customer site. The injector valve assembly was replaced. The unit met specification.

Event description:
A customer reported a vacuum subsystem failure error with their sterrad 100s, it is unknown if the load was reprocessed prior to being released for use on a patient(s). Although no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined that this situation presents a potential risk of infection. Asp recognizes that in many cases it would be difficult to trace infection back to the sterilization. As a matter of policy, asp has therefore decided to report cases of cancelled cycles if the complainant does not confirm that the load was reprocessed prior to use on a patient.

Manufacturer narrative:
Advanced sterilization products (asp) received additional information from the customer stating the load involved with the vacuum subsystem failure issue was reprocessed before use. As a result, this complaint is deemed not reportable for unknown load status.